Event description:
Philips received a complaint by the customer on the v60 indicating that there was a blower issue. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that there was a blower issue. Per good faith effort (gfe) response, the customer inquired a third party to replace the blower. No further details about the repair were provided. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.